Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection was performed on the returned device. The reported separation was confirmed. The investigation determined the reported separation to be related to the patient anatomical conditions. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the previously filed medwatch report, the procedure was to treat a lesion that was tortuous and calcified. While withdrawing the guide wire from the catheter, the wire broke off in the guiding catheter. There was no reported resistance during advancement or withdrawal. A new high-torque balance middleweight universal ii was used to successfully complete the procedure. The final patient outcome was good with no adverse patient effects.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an unknown lesion. The high-torque balance middleweight universal ii 190 cm soft tip of the guide wire broke off in the guiding catheter during the procedure. There was no clinically significant delay reported. No additional information was provided.